Event description:
The customer's parents reported via phone call that the insulin pump alarmed motor error during a bolus attempt. The caller stated that they had been receiving the alarm for about a month, changed the set, and noted that the insulin pump had been working fine. However, the caller stated that the customer had been receiving the alarm intermittently about once a week. The caller did not know the blood glucose reading. The caller did not observe any significant events leading to the alarm. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was unable to prime during the prime test, and gave a motor error alarm during the basic occlusion test due to a protruded/loose drive support disk. The motor passed the motor test. The pump was received with minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, and a missing end cap sticker. No other error alarms noted in the alarm history screen.